Event description:
It was reported that the user experienced hyperglycemia around 300 mg/dl after ilet use despite changing the infusion site, declined troubleshooting, removed the ilet, and resumed a prior insulin pump. Symptoms included elevated blood glucose. Outcomes included user discontinuation of the ilet and request for a different trainer for further support. Investigation included internal clinical review and coordination with training and regional support staff. Investigation of this case revealed that the cause of hyperglycemia was not determined. It was concluded that the event was unconfirmed for device malfunction and the etiology remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.